Event description:
It was reported that a (B)(6) male diabetic who previously underwent stenting with an unknown xience v stent in the left circumflex (lcx) and on the unprotected distal left main (udlm), was admitted to our institution because of congestive heart failure and left ventricular (lv) dysfunction (ef 35%) due to anterior and lateral wall hypokinesia. Coronary angiography showed in-stent restenosis on the mid lcx and on the udlm bifurcation involving both the left anterior descending and lcx ostium. Pre-dilatation was performed at the udlm toward the proximal and mid lcx with a 3.0 x 30 mm semi-compliant balloon followed by a 3.0 x 10 mm cutting-balloon inflation at the ostial lcx. A 3.0 x 30 mm paclitaxel-eluting balloon was inflated at nominal pressures for 60 at the mid lcx. Then, a 3.5 x 30 mm (udlm-lcx) and 3.0 x 30 mm (udlm-lad) drug-eluting balloons (deb) were simultaneously inflated (in a kissing fashion) at nominal pressures for 45 at the udlm bifurcation, obtaining a good immediate and 9-month angiographic and clinical results. In conclusion, the kissing-deb has been successfully performed in udlm des-isr. This approach appears as a useful alternative technique for the treatment of ulm des-isr. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated: reported to have occurred in (B)(6) 2011. Date of implant estimated: stent was reported to have been implanted in (B)(6) 2010. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimated based on date of publication. The stent remains in the patient. A follow-up will be submitted with all relevant information.